Event description:
This device was recently explanted due to normal battery depletion and return for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor was experiencing difficulty interrogating the implantable cardioverter defibrillator (ICD). At first a new remote home monitor was sent to the patient, however the issue persisted. The patient's home environment was ruled out and the patient was referred to the clinic. During the in clinic visit the field representative experienced difficulty establishing telemetry with the ICD. A disk of the device's memory was sent in for review. Upon review, engineering found a radio frequency hardware timeout had occurred five years earlier. Engineering noted that this indicates an issue within the rf telemetry hardware and was determined to be the likely cause of the interrogation issues seen within the field. Consideration of device replacement was discussed. At this time the ICD remains in service and no adverse patient effects were reported.